Event description:
Defibrillator paddles would not work at the time they were needed. Defibrillator machine display showed "connect paddles" even though the paddles were connected. Defibrillator machine from another room was brought in, connected to the paddles and the same thing happened. The pigtail from a 3rd room was brought into first room, connected into the system and the same thing happened. Rn noted number of joules displayed on defibrillator machine, then "connect paddles" was displayed again. Only by holding the connections in a certain position, was the rn able to get the defibrillator functioning.